Event description:
The customer reported that a problem occurred at the end of the first procedure of the day. The nurse stated that she switched from "cortex" to "visco" and the screen went to the dos screen, with the message "kmode exception was not handled". The surgeon had to manually remove the viscoelastic. Six cases were cancelled.

Manufacturer narrative:
The company service representative examined the system and replaced the host module. The host module has been returned for evaluation. Investigation, including root cause analysis is in progress.